Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer was off the insulin pump for 24 hours and treated with syringes. The customer went to the emergency room as a result of her blood glucose levels. The tubing length had one small champagne bubble. The customer's mother reported that on (B)(6) 2017 she had a high blood glucose level of over 600 mg/dl. She was taken by an ambulance to further treat her diabetic ketoacidosis. Her blood glucose level was 565 mg/dl. The customer was vomiting. The customer was not wearing the insulin pump at the time of hospitalization. She was off the insulin pump less than 48 hours. The device was not returned.